Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The device properly connected and calibrated to glucose sensor simulator. No frozen display or calibration not accepted alert noted. The device was received with minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called via phone call and reported that the insulin would freeze when trying to navigate sensor settings. Blood glucose was unknown at the tine of incident. No troubleshooting was performed. Customer stated that he does not feel safe to use the pump and would like a replacement. Insulin pump is being replaced and returned.